Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device catalog and lot numbers not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer implant fractured on the collar. The implant remains placed and the plan is to continue to use the implant.

Manufacturer narrative:
This report is being submitted to supplement report 0002023141-2018-00832. The reported fractured implant was not returned for evaluation as it remains implanted. The reported condition of a fractured implant collar could not be confirmed. A device history review (DHR) could not be performed for the reported fractured implant as the lot number is unknown. A complaint history review of the reported implant lot and complaint category could not be performed as the lot number is unknown. One bellatek abutment (item:tsvldat4/lot 8365012-1) was returned for inspection attached to a restorative crown. Visual inspection revealed that the returned device shows signs of wear consistent with use about the base and hex feature. No malfunction was noted for the returned abutment. DHR review was completed for the returned abutment lot number. No non-conformances which could have caused or contributed to the reported event were documented. Based on inspection of relevant DHR information, the reported abutment likely left the zimmer biomet manufacturing site conforming and within specifications. A complaint history review of the reported condition and abutment lot revealed no additional complaints for the abutment lot and complaint category. The reported event of an implant fracture, leading to grinding against an adjacent restorative abutment resulting in loss of restoration security, could not be recreated without all of the components being returned for evaluation. A definitive root cause could not be determined. Probable causes related to this malfunction include customer error in placement, and external lateral forces applied to the device. No statement can be made regarding the state of the implant, as no DHR review was completed.. There is no evidence, however, that suggests the implant caused or contributed to the reported event zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product.

Event description:
It was reported that an unknown zimmer implant fractured on the collar and subsequently loosened and grinded against the tooth next to it. As a result, the abutment is no longer secure. The implant remains implanted.